Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 8000 c702 module. The initial results were reported outside of the laboratory. The reporter reanalyzed the initial results. (B)(6). It was not clear which result was deemed correct. The reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and found the vacuum tube in the cuvette rinse station to be damaged. He then corrected this issue. The customer performed precision tests with acceptable results. The investigation determined the event was consistent with a maintenance issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.